Event description:
Customer support was advised on 6/17/09, that the patient was implanted with an scs system in 2009 and that post-operative, the patient reported she could not feel her right leg to her toes. It was reported the patient kept waking up and moving during the placement of the epidural needle before she was completely sedated. It was reported the surgeon experienced difficulty accessing the patient's epidural space, and placing the 14 gauge epidural needle at c6-c7. It was reported half way through the procedure the patient was given a blood patch due to dura punctures. Per follow-up information received from the rep on 6/23/09, the system is still implanted, and the patient is in rehab. The patient is walking with the use of a walker and cane. The patient reported she is experiencing pain in the right leg. At this time, the system is still implanted and will not be returned to ans for evaluation.

Manufacturer narrative:
Evaluation codes: method: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.